Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 54 mg/dl. Reportedly, customer inadvertently initiated a 10 unit bolus which decreased their bg level. Customer consumed carbohydrates to address their bg. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.